Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported fatigue, pain, enlarged lymph nodes behind both collar bones, and concerned she has the recalled textured implants. Healthcare professional later reported "500cc". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV".